Event description:
Customer experienced discrepant tsh results for one patient sample. Initial result gave > 100 uiu/ml; repeat gave > 100 uiu/ml. Same sample was repeated four times with dilution giving 0.541, 2.16, > 100 and 91.89 uiu/ml. No information provided to determine if patient was adversely affected due to the results. If additional information is received, appropriate notification will be provided.